Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. The patient was stable.

Event description:
New information received indicates additional post paced t wave oversensing occurred. Programming changes were suggested but not made. There were no patient consequences.